Event description:
It was reported that the clips do not come out and do not close.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip protruding from the channel and the rotation tab bent. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws of the applier. The sample was disassembled to inspect the internal components. It was found that the clips were out of position in the channel and stacking on one another. The proximal end of the bridge was broken , and the proximal end of the feeder was bent due to the clip stacking. The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. It could not be determined what exactly caused the ratchet ears to break. A nonconformance has been opened to further investigate the broken ratchet ears issue. The reported complaint of "clips stuck in applier" was confirmed based upon the sample received. One device was returned. Upon functional inspection, the first clip was unable to load properly into the jaws of the device. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The clips were also out of position in the channel and stacking on one another. The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. The proximal end of the bridge was broken , and the proximal end of the feeder was bent due to the clip stacking. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73h1800229 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips do not come out and do not close.